Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle was not in the sheath. The issue occurred during a therapeutic endobronchial ultrasound bronchoscopy. There were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The complaint was confirmed, the device's needle inside the sheath was fully detached and broken off. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.